Event description:
The product was used during an unspecified procedure on sigmoid. Reportedly, the instrument did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.